Event description:
Physician reported a right side rupture. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Healthcare professional reported, right-side rupture. The device has been explanted.

Manufacturer narrative:
"Visual analysis of the photographs identified one extended opening and red particles material on the shell. Unable to confirm if all shell was received. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode." A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.